Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 540mg/dl on time and date of hospitalization mentioned was (B)(6) 2017 with blood glucose of over 540mg/dl. The customer was treated with insulin and syringe. Customer also reported that insulin pump alarmed for no delivery. Customer performed troubleshoot for no delivery and issue was resolve by changing complete set. Customer declined troubleshoot for the high blood sugar. Nature of treatment was findings was reported visit to ER. The customer was wearing the insulin pump during the hospitalization. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.